Event description:
It was reported that while the patient was hospitalized for a checkup, review of log files data showed that ventricular assist device (vad) power parameters were higher than the normal range. Thrombus was confirmed, and lactic acid dehydrogenase (ldh) was measured at 1200. The patient received heparin. Anticoagulant therapy was stopped before starting tissue plasminogen activator (tpa) therapy, which was then administered at 5 mg for 10 minutes and 5 mg for 1 hour, followed by re-starting heparin. The patient's labs and vad parameters returned to the normal range. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a gradual increase in power consumption and estimated flows starting on (B)(6) 2025, leading to parameters above normal operating range; however, no high watt alarms were logged within the analyzed period. A return to baseline parameters was logged on (B)(6) 2025. As a result, the high power event was confirmed. Of note, the site indicated that the patient experienced thrombus and tissue plasminogen activator (tpa) therapy was administered. Log file analysis revealed no anomalies associated with (B)(6). Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.